Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The side panel was replaced to resolve the issue. Block a: no report of patient involvement. Block d4 unique identifier: (B)(4). Legal manufacturer: hcs research park - 9900 innovation drive USA wauwatosa, wi 53226.

Event description:
It was reported that the side panel of the unit was cracked. There was no patient involvement.